Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized twice in six weeks for diabetic ketoacidosis. The customer did not provide the date of the hospitalization or their blood glucose value. The customer stated that they received no delivery alarms from the insulin pump. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer states the insulin did exit the tubing. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The insulin pump started working as designed.